Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow-up, a high defibrillation impedance, a high capture threshold, and episodes of noise resulting in oversensing and p wave oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.